Event description:
Received reports of jelco u-100 insulin syringes having what appeared to be rust on the needle. Were not used on pts. Materials management notified to pull product, provided lot number.